Manufacturer narrative:
The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook document under section 5 ¿alarms and troubleshooting¿ describes all alarms, including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The review of the event log file retrieved from the returned system controller serial number (B)(6) revealed a no external power event while the system was powered by the mpu. Event log file contained events recorded from april 29 to may 4, 2021. The information recorded on april 30 at 7:40 am revealed a no external power event/alarm. The associated voltage levels indicated that the system controller was connected to a mpu prior the event. The system continued to operate at the set speed supported by the backup battery. A second no external power event was recorded on may 1 at 10:31 am. The associated voltage levels suggested that the event was a result of both power cables being disconnected during power exchange. The remaining data contained in log file appeared normal. A specific root cause for the no external power event while on mpu was not able to be determined. The mobile power unit serial number (B)(6) was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
A review of the log files found that the patient experienced a no external power event/alarm on (B)(6) 2021 at 07:40am. The associated voltage levels indicated that the system controller was connected to a mobile power unit (mpu) prior the event. The system continued to operate at the set speed supported by the backup battery. A second no external power event was recorded on (B)(6) 2021 at 10:31am. The associated voltage levels suggested that the event was a result of both power cables being disconnected during power exchange. The remaining data contained in log file appeared normal.